Event description:
The consumer reported a patient death. Regarding was the death thought to be related to the device, it was noted: asked and unknown. Date of death: (B)(6)-2016. Cause of death: see below. The patient (pt) was just implanted on (B)(6)-2016, and the caller (patients daughter) reported that the pt passed away on (B)(6)-2016, and says that she passed away due to an infection and stated "I think it was just that her body went sepsis and couldn't handle the implant surgery, it was an infection but it wasn't specifically due to your product". Reason for the call was to ask if she had to return the insr (recharger) and pp (patient programmer). Document reported symptoms: none. Additional information received from the healthcare provider on 2016-4-12. The doctor's nurse stated that after the implant on (B)(6), the doctor's office had received no communication from the patient or their family. The office was unaware of the patient's death or the cause of death. Indication for use noted as: spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.